Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4).

Event description:
The customer reported high peak, circuit occlusion and safety valve open alarms on the avea ventilator. The customer did not report if there was patient involvement or not, it is currently unknown.